Manufacturer narrative:
(B)(4).

Event description:
It was reported that the programmer exhibited battery longevity data anomaly. The implantable cardioverter defibrillator was explanted and replaced. The patent did not suffer any adverse consequences and discharged post procedure.